Manufacturer narrative:
C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c19: a review of the manufacturing records indicated the device met pre-release specifications. H3 other; h6 codes b18, c20: the device was discarded at the facility, therefore, a device evaluation could not be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, a 73-year-old male patient underwent the implantation of a gore® viabahn® vbx balloon expandable endoprosthesis (vbx stent) in the celiac trunk, during a t-branch procedure, for the treatment of aneurysm. During this procedure, when the vbx delivery system was introduced and tried to be advanced to the target lesion, the surgeon saw anatomical difficulties due to narrow and calcific aortic bifurcation. The surgeon made various and strenuous attempts to advance to the treatment site, but this was unsuccessful. The surgeon then tried to remove the introducer sheath (unknown manufacturer) with the vbx delivery system. During this attempt the vbx stent dislodged from the shaft. The vbx stent has been released from the balloon inside the introducer sheath. The surgeon was able to remove the introducer sheath with the vbx stent inside from the patient and another vbx stent was used to complete the procedure successfully for the patient. Reportedly the patient was well after the procedure, there was no harm to the patient. The removed vbx stent was discarded by the hospital. The surgeon suspected that the stenotic aortic bifurcation was the reason for the vbx stent to dislodge from the shaft.

Manufacturer narrative:
H6 codes b14, c19: the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. H3 other; h6 codes b18, c19, d1001: the primary reported complaint could not be independently confirmed because there were no items returned for evaluation. The cause for the complaint is determined related to the patient's condition/stenosis.

Event description:
The following was reported to gore: on (B)(6) 2025, a 73-year-old male patient underwent the implantation of a gore® viabahn® vbx balloon expandable endoprosthesis (vbx stent) in the celiac trunk, during a t-branch procedure, for the treatment of aneurysm. In this procedure a 16 fr sentrant¿ introducer sheath (medtronic) was used. During this procedure, when the vbx delivery system was introduced and tried to be advanced to the target lesion, the surgeon saw anatomical difficulties due to narrow and calcific aortic bifurcation. The surgeon made various and strenuous attempts to advance to the treatment site, but this was unsuccessful. The surgeon then tried to remove the introducer sheath with the vbx delivery system. During this attempt the vbx stent dislodged from the shaft. The vbx stent has been released from the balloon inside the introducer sheath. The surgeon was able to remove the introducer sheath with the vbx stent inside from the patient. Another vbx stent of the same size was used with the same introducer sheath, which was used before with the first vbx stent, to complete the procedure successfully for the patient. Reportedly the patient was well after the procedure, there was no harm to the patient. The removed vbx stent was discarded by the hospital. The surgeon suspected that the stenotic aortic bifurcation was the reason for the vbx stent to dislodge from the shaft.